Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up, post-pace t-wave oversensing was noted. Programming changes were made.